Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the unit alarmed due to a blower temperature high reference failure. There was no patient harm.

Manufacturer narrative:
The international customer reported there was no patient involvement.